Event description:
It was reported that on an unknown date, the primary surgery was performed with the implants in question. The surgery was completed successfully without any surgical delay. On (B)(6) 2023, it was reported the revision surgery is scheduled on unknown date due to the suspected metal-on-metal. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed wear on metal material. The report allegation can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Description was revised as follows: it was reported that on an unknown date, the primary surgery was performed via tha for osteoarthritis of the hip with the implants in question. The surgery was completed successfully without any surgical delay. On (B)(6) 2023, it was reported the revision surgery is scheduled on unknown date due to the suspected metal-on-metal. The revision surgery was completed successfully with 120 minutes delay. Based on the condition of the removed implants and the surrounding cement, soft tissue, and bone, the surgeon indicated that metal-on-metal may have occurred due to the stem neck or the interface between the metal head and metal liner. He observed by the naked eye as if there is wear on the distal side from the midpoint of the stem. He also commented that the degeneration of the cement and bone and soft tissue around the proximal portion of the stem raises the suspicion of armd due to mom. The surgeon requests an investigation to determine the degree of wear and deformation compared to the normal products. Cultures and histological examination are being performed in parallel. No further information is available.